Event description:
It was reported that the device provided inaccurate spco readings. Customer reported that two different devices read 5% spco for a non-smoking person and 0% for a smoking person. There were no known impact or consequences to the pt.

Manufacturer narrative:
Multiple attempts for product return and requests for add'l info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a f/u report will be submitted.